Event description:
It was reported that this right atrial (ra) lead exhibited an impedance of more than 3000 ohms due to lead fracture secondary to ra lead programming pacing configured from unipolar to bipolar pacing. The boston scientific technical services consultant noted that this ra lead was not qualified for magnetic resonance imaging healthy control and reverted back the pacing configuration to unipolar pacing. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation(s) could not be determined and concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this right atrial (ra) lead exhibited an impedance of more than 3000 ohms due to lead fracture secondary to ra lead programming pacing configured from unipolar to bipolar pacing. The boston scientific technical services consultant noted that this ra lead was not qualified for magnetic resonance imaging healthy control and reverted back the pacing configuration to unipolar pacing. As of this time, this ra lead remains in service. No adverse patient effects were reported.